Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed error code 46011. The code was cleared and did not recur during functional testing. The device's software was updated and the unit then passed all testing.

Event description:
It was reported that, when attempting to turn on the unit, it continuously beeped and displayed error code 46011 indicating the microprocessor needs an update unexpectedly. This occurred during testing and there was no patient involvement. Evaluation of the returned device confirmed the error code in event history.